Manufacturer narrative:
B3: date of event, and d5. Operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that water leaked from the connection between the main unit and the "line". No patient involvement was reported.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. No visual defects were noted. Per functional testing, circulating water leaked from the connection between the main unit and disposable. The complaint was confirmed. The root cause was deterioration of the o-ring at the attachment part of the heating tube. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the o-ring to correct the issue. The device passed all functional tests after repair.